Event description:
It was reported that the customer's insulin pump would not continue onto the next screen during manual prime. The customer's blood glucose was unknown. The customer received a compromised force sensor system alarm as well. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Customer stated that he would revert to a back-up plan until his new insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.